Manufacturer narrative:
Concomitant medical products: product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013. Product type: lead: product ID 37746, serial# (B)(4). Product type: programmer, patient: product ID 37754, serial# (B)(4). Product type: recharger. (B)(4).

Event description:
It was reported that the patient¿s stimulation stopped due to a discharged battery. It was noted the implantable neurostimulator (ins) discharge was normal. It was further noted the patient stated they did not need the ins anymore. Additional information received reported the patient¿s ins and lead were explanted on (B)(6) 2013.